Manufacturer narrative:
The device was received, and an evaluation is complete. A service history review revealed no issues that could have caused or contributed to the reported issue. Evaluation included a visual assessment as well as functional testing. Evaluation experienced a delayed keypad. The cause was identified to be a failed processor board which was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device experienced a delayed keypad. No additional information is available.